Manufacturer narrative:
Philips service replaced the defective converter (converter 8e velara, he velara 1t) and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that intermittent fluoroscopy failures were traced to a defective anode converter on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.